Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. The date of aneurysm enlargement (B)(6) 2016, will be used as an event date.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment using gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm rupture. Pre-treatment cta revealed that the maximum diameter of the aortic aneurysm/lesion was 57mm in diameter. The patient tolerated the initial procedure. Reportedly, from (B)(6) 2016 to april 6, 2018, the maximum diameter of aortic aneurysm/lesion increased in size from 65mm to 83mm. It was reported that on (B)(6) 2018, a type ii endoleak with inflow from at least 2 lumbar arteries was identified. The same date, the patient underwent a translumbar embolization procedure with onyx. No further adverse events have been reported.